Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This issue is currently being investigated under CAPA # (B)(4). A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 ruptured during patient use. The device was infusing an unknown patient with 171 milliliters aminophylline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.